Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pump error 43 alarms twice (an error in the motor was detected by reading unexpected value from hall sensor) and also received battery failed alarm. The customer blood glucose was 265 mg/dl at the time of event, and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-1884, unk_reservoir, mmt-7040b, mmt-397a. Troubleshooting was partially performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, rewind the pump and pump passed displacement test. Troubleshooting was performed for battery failed alarm. Issue was not resolved. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for unk_reservoir, mmt-7040b, mmt-397a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The pump passed the self test, sleep current measurement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test, but failed the active current measurement test. Battery cycle 2.0 received the lowbatteryalert (104) on 11/18/2025 02:16:00 after more than 7 days at 15.8 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was downloaded successfully, and no pump error 43 was found during analysis or in the download history files. The pump was cut open to perform a visual inspection, and the unit was separated from the electronic assembly due to moisture damage found on pcba 1. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s allegation of failed batt test was not confirmed based on the pump history records and current tests. Pump error 43 was not confirmed. However, moisture damage was noted, thus separating unit from the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.